Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. 3/12/2019: updated relevant test/ lab data to xray on an unknown date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that two (2) screws were found to be broken during the second re-operation. (The screws were broken during a previous re-operation 8 years ago.)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Report is for an unknown plates: proximal tibia p/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a second re-operation for removal of implants due to possible signs of infection occurred at the surgical wound. Initially, the sign of infection was confirmed on (B)(6) 2019, when the patient presented the hp. The surgeon did not think that the surgery was not so difficult. When the surgeon started the surgery, he could not remove an unknown screws and an unknown plate using an unknown instrument set which had originally been prepared. The surgeon gave up removing the implants because it was assumed that the patient could not ensure a long time operation due to diabetes and high blood pressure. Also, the surgeon did not check x-rays before the operation, the surgeon was not aware that the screws had been broken. It was noticed only after an incision was made during the surgery. The surgeon then decided to finish the surgery without removing the implants. A scheduled removal on (B)(6) 2019, was canceled since the symptom of infection had subsided, and because of internal risk due to diabetes and high blood pressure. Antibiotics will be administered, and a follow up observation will be performed. The surgeon commented that there was a high possibility that the infection was caused by the implants since the infection started from the insertion point of the implants. There was no surgical delay. Surgical procedure was completed without removing the implants. Patient status is unknown. Concomitant device reported: unknown instrument set ( part # unknown, lot # unknown, quantity 1). This complaint involves two (2) devices. This report is for one (1) unk - plates: proximal tibia plate. This report is 1 of 2 for (B)(4).